Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), premature delivery ('premature delivery [27 weeks]') and pregnancy with contraceptive device ('pregnancy (with complications)') in a 31-year-old female patient who had essure (batch no. 623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tubes(s)". The patient's medical history included gravida (6), parity 6 (B)(6)2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009), diabetes (during 2nd and 5th pregnancies) and gestational diabetes mellitus. Previously administered products included for an unreported indication: glyburide from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included hypothyroidism, vitamin d deficiency, gestational diabetes, pruritus facial, low back pain, coxarthritis, osteitis, scoliosis, vaginal discharge, umbilical hernia, abdominal hernia, urinary tract infection, amenorrhea, upper respiratory infection, contact dermatitis, bacterial vaginosis, yeast infection, vulvovaginal candida, hidradenitis, leg discomfort, insomnia, headache, dizziness, palpitations, hyperprolactinemia, myalgia, allergic rhinitis, abdominal pain, uterine prolapse, iron deficiency anemia, diastasis of muscle, menometrorrhagia, lower abdominal discomfort, muscle cramps, defecation difficult, pollen allergy and incontinence. Concomitant products included ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol) from (B)(6) 2013 to (B)(6) 2013, intrauterine contraceptive device, levothyroxine sodium (synthroid) since (B)(6) 2012, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since june 2009 and thyroid (armour thyroid) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), urticaria ("hives"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), anaemia ("blood or heart disorder/condition type: anemia"), allergy to metals ("nickel allergy") and pelvic prolapse ("pelvic organs prolapse"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder and allergy to metals had resolved and the premature delivery, pregnancy with contraceptive device, depression, anxiety, urticaria, anaemia and pelvic prolapse outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(6). The reporter considered allergy to metals, anaemia, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, pelvic prolapse, pregnancy with contraceptive device, premature delivery, urinary tract disorder, urticaria, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy noted) this mother case linked to child case (B)(6). Treatment received fro : pain, bleeding, allergy, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2010: pregnancy positive. Hysterosalpingogram - on an unknown date: essure successfully occluded; on (B)(6) 2010: unilateral occlusion (left tube occluded) the right essure wire was not causing obstruction of the right fallopian tube. Pregnancy test - on (B)(6) 2010: negative.. X-ray - on (B)(6) 2013: two linear radiopaque foreign bodies seen projecting over the pelvis bilaterally, likely representing essure contraceptive device.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pregnancy with contraceptive device , anemia, depression, anxiety and urticaria. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: psf received. Outcome of event :physical pain , abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection , bladder disorder, urinary tract disorder, nickel allergy updated as recovered incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), premature delivery ('premature delivery [27 weeks]') and pregnancy with contraceptive device ('pregnancy (with complications)') in a 31-year-old female patient who had essure (batch no. 623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tubes(s)". The patient's medical history included gravida (6), parity 6 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009), diabetes (during 2nd and 5th pregnancies) and gestational diabetes mellitus. Previously administered products included for an unreported indication: glyburide from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included hypothyroidism, vitamin d deficiency, gestational diabetes, pruritus facial, low back pain, coxarthritis, osteitis, scoliosis, vaginal discharge, umbilical hernia, abdominal hernia, urinary tract infection, amenorrhea, upper respiratory infection, contact dermatitis, bacterial vaginosis, yeast infection, vulvovaginal candida, hidradenitis, leg discomfort, insomnia, headache, dizziness, palpitations, hyperprolactinemia, myalgia, allergic rhinitis, abdominal pain, uterine prolapse, iron deficiency anemia, diastasis of muscle and menometrorrhagia. Concomitant products included ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol) from (B)(6) 2013 to (B)(6) 2013, levothyroxine sodium (synthroid) since (B)(6) 2012, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and thyroid (armour thyroid) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), urticaria ("hives"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), anaemia ("blood or heart disorder/condition type: anemia"), allergy to metals ("nickel allergy") and pelvic prolapse ("pelvic organs prolapse"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the premature delivery, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, urticaria, bladder disorder, urinary tract disorder, anaemia, allergy to metals and pelvic prolapse outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The reporter considered allergy to metals, anaemia, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, pelvic prolapse, pregnancy with contraceptive device, premature delivery, urinary tract disorder, urticaria, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy noted) this mother case linked to child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2010: pregnancy positive. Hysterosalpingogram - on an unknown date: essure successfully occluded; on (B)(6) 2010: unilateral occlusion (left tube occluded) the right essure wire was not causing obstruction of the right fallopian tube. Pregnancy test - on (B)(6) 2010: negative. X-ray - on (B)(6) 2013: two linear radiopaque foreign bodies seen projecting over the pelvis bilaterally, likely representing essure contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pregnancy with contraceptive device , anemia, depression, anxiety and urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), premature delivery ('premature delivery [27 weeks]') and pregnancy with contraceptive device ('pregnancy (with complications)') in a 31-year-old female patient who had essure (batch no. 623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tubes(s)". The patient's medical history included gravida (6) and parity 6 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2007, (B)(6) 2009). Previously administered products included for an unreported indication: glyburide from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included hypothyroidism, vitamin d deficiency and gestational diabetes. Concomitant products included ethinylestradiol; norgestimate (norgestimate and ethinyl estradiol) from (B)(6) 2013 to (B)(6) 2013, levothyroxine sodium (synthroid) since (B)(6) 2012, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and thyroid (armour thyroid) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), urticaria ("hives"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), anaemia ("blood or heart disorder/condition type: anemia"), allergy to metals ("nickel allergy") and pelvic prolapse ("pelvic organs prolapse"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the premature delivery, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, urticaria, bladder disorder, urinary tract disorder, anaemia, allergy to metals and pelvic prolapse outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4)). The reporter considered allergy to metals, anaemia, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, pelvic prolapse, pregnancy with contraceptive device, premature delivery, urinary tract disorder, urticaria, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy noted). This mother case linked to child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2010: pregnancy positive. Hysterosalpingogram - on an unknown date: essure successfully occluded; on (B)(6) 2010: unilateral occlusion (left tube occluded) the right essure wire was not causing obstruction of the right fallopian tube. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs received- events: ¿pregnancy (with complications)/failure to occlude (close) fallopian tubes(s), device ineffective, abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish, hives, bladder disorder, urinary tract disorder, anemia, nickel allergy and pelvic organs prolapse, premature delivery¿, reporters information, concomitant, historical drug, medical history and lab data were added.